Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during right atrial (ra) lead implant, it was found that the patient had a huge right atrium and the lead could not be spun into the deep part of the atrium. It was noted the atrium septum fibrosis was severe and poorly fixed. The lead was placed, however, when the sheath was cut, the lead dislodged. The lead was removed and a new lead was placed. No patient complications have been reported as a result of this event.